Event description:
It was reported that this shim with the missing ball bearing was discovered during a pan inspection.

Manufacturer narrative:
This report will be amended when our investigation is complete.